Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced difficult to remove. This information was received from various sources. The two malfunction involved a patient with no consequences. The two patients ranged from 36-44 years of age and their weight was not provided. Of the reported patients, one was male and one was female.